Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the lead thresholds increased, which resulted in loss of capture when the device was programmed to both unipolar and bipolar modes. The lead was repositioned and then later removed and replaced. The device was reported as "faulty" and also replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead thresholds increased which resulted in loss of capture when the device was programmed to both unipolar and bipolar modes. The lead was repositioned and then later removed and replaced. The device was reported as "faulty" and also replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.